Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample from a cobas e411 rack analyzer. The initial result was 71.08 ng/l with a data flag and was reported outside of the laboratory. The patient was transferred to another facility based on the result. Two subsequent samples were then tested later the same day and the results were both 3.0 ng/l. The doctor questioned the result for the initial sample and it was repeated with a result of 3.72 ng/l. There was no allegation of an adverse event. The reagent lot number was 267654. The expiration date was requested but was not provided.

Manufacturer narrative:
The qc was run prior to the sample and both qc controls were very satisfactory. The field service representative was onsite and determined the customer also had cap open/close errors. The field service representative replaced the sipper probe, which had a slight bend in it. The sample/reagent probe was also replaced as a precaution. Service performed checks and cleaning of all moving parts. No further issues have been reported. The investigation was unable to find a definitive root cause for the issue.